Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for evaluation. Device analysis revealed that there was no damage observed on the distal tip. However, the guidewire exit port assembly was found damaged. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)/

Event description:
It was reported that difficulty in catheter removal, catheter tip stuck on guide wire and broken tip occurred. During a circumflex intervention, an icross imaging catheter was used. An intravascular ultrasound (ivus) was then performed on the stent which was placed in the circumflex artery. However, when the ivus was completed, the physician felt resistance and had difficulty in removing the catheter. It was then noted that the tip of the imaging catheter got stuck on a non-bsc guide wire and then the tip broke- off and remained on the guide wire. The catheter was then completely removed from the patient's body after the removal of the guide wire. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that difficulty in catheter removal, catheter tip stuck on guide wire and broken tip occurred. During a circumflex intervention, an icross imaging catheter was used. An intravascular ultrasound (ivus) was then performed on the stent which was placed in the circumflex artery. However, when the ivus was completed, the physician felt resistance and had difficulty in removing the catheter. It was then noted that the tip of the imaging catheter got stuck on a non-bsc guide wire and then the tip broke- off and remained on the guide wire. The catheter was then completely removed from the patient's body after the removal of the guide wire. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.